Manufacturer narrative:
Results of investigation: the ventilator power supply, front panel assembly and power switch were returned to the carefusion failure analysis laboratory for further evaluation. The power supply was installed in a known good unit. The unit powered on normally with no issues. Power was cycled multiple times with no issues observed. The front panel assembly and power switch were installed and tested with no problems noted. The reported problem could be duplicated and an assignable cause could not be determined upon failure analysis.

Manufacturer narrative:
The ventilator was evaluated by a carefusion field service engineer (fse). The fse determined the power switch did not click into place as it should; the fse replaced the front panel, power block and power switch as a precaution to resolve the issue. (B)(4). Any additional information received will be evaluated and included in a follow-up report if required. (B)(4).

Event description:
A customer reported to carefusion that their vela ventilator lost power while on a patient. A respiratory therapist (rt) stated that when they entered the patient's room, the ventilator touch screen was blank and no alarms were generated. The rt investigated the issue and found the on/off switch in the back of the unit in the off position. The rt turned the switch on and the unit powered up. The rt reviewed the unit's event logs and observed normal ventilator shutdown and power up when switched on again. The patient was placed on another ventilator as a precaution. The customer reported to carefusion that the patient did not appear to be in discomfort during the event and did not experience any oxygen desaturation. There was no reported harm or injury.